Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000153218. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2024 [related manufacturer report number: 1627487-2024-08027], it was discovered that one of the patient's leads had migrated at some point from implant to replacing the battery. As a result, the lead was explanted and replaced to address the issue. It is unknown which lead migrated.  Migration was confirmed through imaging during the (B)(6) 2024 ipg replacement procedure.